Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there had been a delay with impella connect, which rendered it inadequate for live support during the case. The representative was on a video call with the account to provide assistance, but impella connect did not reflect the real-time situation. The data was not current, and the team experienced impella placement signal low alarms during a hypotensive episode that were not visible on impella connect, despite the system displaying ¿live¿ and sweeping through the window. Video evidence showed the patient in a crashed state with no output, while impella connect continued to display a blood pressure of 84/44, inaccurately indicating stability. Additional information indicated that the patient expired.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- the cause of the optical sensor issue was determined to most likely be due to the patient's condition. The cause of the injury was not determined due to insufficient clinical details. Device history lot- device lot : 1932120. Device history batch- subcomponent lot : n/a. Device history review- the pump sn (B)(6) passed all the post sterile inspection checks.